Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted on (B)(6) 2025. According to the complainant, the shunt caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. Same event as #: 3004721439-2026-00134.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the shuntassistant 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the vertical position, but not in the horizontal position. A reduced outflow of was determined. Internal inspection: after dismantling of the valve, organic deposits were found. Results: based on our investigation results, we have determined a slowed outflow in the horizontal position of the shuntassistant 2.0. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.